Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the power-on upgrade and failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to evidence of fluid ingress (contamination) was found on the main board. The main board was replaced to resolved the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.